Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the physician noticed the pump had flipped during attempted refill on (B)(6) 2018. There were no sure environmental, external, or patient factors that may have led or contributed to the issue. The physician was unable to refill the pump on (B)(6) 2018. On (B)(6) 2018, surgical correction was performed and the flipped pump was surgically corrected. It was unknown if the issue was resolved. The patient was reported as "alive - no injury." No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.